Manufacturer narrative:
Other relevant device(s) are: product ID: evolutpro-29-us, serial #: (B)(4), ubd: 15-may-2021, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, as the delivery catheter system (dcs) was being removed the nose was not lifted off inflow crowns. As the dcs was removed, the valve was dislodged out of annulus into the sinus. It was reported that the patient¿s left coronary was occluded due to dislodgment which required advanced cardiovascular life support (acls). Subsequently, a second valve was implanted after the first valve was removed from sinus via balloon pressure. No additional adverse patient effects were reported.